Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. Five minutes into treatment the machine alarmed with a blood leak alarm and test strips were used to confirm the blood leak. Estimated blood loss was 150 cc's. Pt had no ill effects. Sample has not been returned to the MFR.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.